Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anesthesiologist forwarded an email which stated that the device contributed to the death of the patient. The device was too short and flimsy. The reporter could not provide the date of death.